Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power, was making excessive noise, had an air leak, and had component damage. It was further determined that the device failed pretest for general condition, check for air leak, check for excessive noise, check power with test bench, and check starting behavior. Therefore, the reported condition that the device had low rotational speed was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. The reporter's phone number was not available. (B)(4).

Event description:
It was reported from (B)(6) that the compact air drive device had low rotational speed. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.